Event description:
According to the literature, a retrospective study compared outcomes of patients who underwent sleeve gastrectomy using two brands of staplers with reinforcement between january 2018 and may 2019. One group used a powered stapler with reinforced reload with tri-staple and the other group used a competitor stapler. There were 32 patients in the medtronic group and 31 patients in the competitor group. Complications in both groups included staple line bleeds which required either a clip or hemostatic agent to resolve. There were three stapler misfires in the medtronic group: malfunctioning reload requiring physician assist to reload, stapler stuck on staple line, and improper loading resulting in stapler jam.

Manufacturer narrative:
Title: medtronic I-drive vs ethicon echelon: a head-to-head randomized controlled trial source: world journal of laparoscopic surgery (2022): 10.5005/jp-journals-10033-1498 I-drive vs ethicon echelon: a head-to-head randomized controlled trial. World j lap surg 2022;15(1):65¿68. If information is provided in the future, a supplemental report will be issued.